Event description:
It was reported that the patient had a loss of therapeutic effect. The patient thought the battery might be depleted, but she checked her device during the report and it was on. The patient stated she was "starting to get leakage" and had "pain in her side," but in the "background" she stated "it was not related to the device." At the end of the report, the patient thought the "device was working again." Additional information received on (B)(6) 2012 reported that the cause of the event was "adjustment, simple, maybe jarred by a computed axial tomography (cat) scan." The abnormal impedance measurements were reported as "jarred by cat scan." There was a charging issue and disconnect between the lead and extension. The patient did not require hospitalization. The patient saw her health care provider (hcp), who turned stimulation up or made an adjustment. The hcp believed the event was caused by a cat scan the patient had, "maybe jarred or disrupted it."

Manufacturer narrative:
Product ID 3889-28, lot # v33912,4 implanted: (B)(6) 2009, product type lead; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3037, serial # (B)(4), implanted: (B)(6) 2008, product type programmer. (B)(4).